Manufacturer narrative:
Sc-1110, sn: (B)(6). Device evaluation indicated that the ipg passed all tests performed. Sc-2138-70, sn: (B)(6). Device evaluation indicated that the physician was unable to insert the lead into the ports of a montage ipg. The complaint has been confirmed. Visual inspection found that the polyurethane spacers are barreled. The spacers had a distorted outer diameter that prevented the lead from being inserted into the ipg port. Ab CAPA 241 was initiated in january 2006 in response to leads with barreled spacers. This lead was manufactured in august 2005. No further escalation is required. The probable cause selected is manufacturing deficiency based on the CAPA investigation.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure, but it was unsuccessful due to lead was too large to insert into the port of the new ipg and the extension. The patient underwent a second revision procedure wherein the ipg and lead were replaced.

Manufacturer narrative:
Model number/ catalog number: sc-2138-70, serial number: (B)(4), batch/ lot number: 15935, model/ catalog description: phase iii linear lead - 70cm.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent a revision procedure, but it was unsuccessful due to lead was too large to insert into the port of the new ipg and the extension. The patient underwent a second revision procedure wherein the ipg and lead were replaced.